Event description:
It was reported the guidewire broke in half when removed from the microcatheter (competitor device). There was no clinical consequence to the patient as a result of this event.

Event description:
It was reported the guidewire broke in half when removed from the microcatheter (competitor device). There was no clinical consequence to the patient as a result of this event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The guidewire was returned in two fragments with the torque device; the reported event was confirmed. Magnified examination of the fracture site found the core wire was broken and the guidewire was bent at the proximal and distal side of the fracture site and several places along its length. Analysis of the returned device found the guidewire appeared to break due to excessive manipulation, however, information provided by the physician indicated the patient¿s anatomy was not tortuous and no resistance was encountered during advancement or manipulation of the guidewire. Therefore, an assignable cause for this event cannot be determined.